Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until a failed self-test on (B)(6) 2010. There are multiple self-test fails after this date and the device was emitting a low battery warning. The user was alerted to the problem by the red led status indicator being illuminated and an audible beep. The problem with the pad device was caused by one of the pogo-pins being bent and fully compressed. This would result in poor connection. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.